Manufacturer narrative:
Updated sections: a2,g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The device was returned to the factory on (B)(6) 2020 and investigated on (B)(6) 2020. Signs of clinical use and no evidence of blood were observed. A visual inspection device was conducted. The silicone insulation on the cold jaw was approximately a quarter way torn and detached, exposing the metal from the base of the cold jaw. The detached silicone insulation was not returned for evaluation. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw" and confirmed for the analyzed failure ¿material bent/twisted.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 rubber silicon piece at end of the jaw was peeling off. Not missing just separated. Nothing fell in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 rubber silicon piece at end of the jaw was peeling off. Not missing just separated. Nothing fell in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.